Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons were responding intermittently. She noted that the buttons still spring back as expected when pressed. The family member denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the pt wears the pump on her waist or in her pocket.